Event description:
It was reported while using bd safe-clip¿ it was not clipping. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: a call is received from the patient's caregiver who stated that the needle cutter does not work, because the needle enters forcibly. Therefore, retraining is scheduled in order to show damage to the mentioned device.

Manufacturer narrative:
H6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the video provided. One video pertaining to a bd safeclip was provided. The customer reported that the needle cutter does not work, because the needle enters forcibly. The video was examined, and it was observed that the user was not able to fully insert the patient end (pe) cannula of a pen needle into the aperture of an open safeclip device. It could not be determined what was prohibiting the cannula from easily entering the aperture of the safeclip from the video alone. Embecta was unable to duplicate or confirm the customer¿s indicated failure based on the video received. A device history record review showed no non-conformances associated with this issue during the production of this batch. A root cause for this issue could not be determined because it could not be observed what was preventing the safeclip device from operating properly from the video provided alone.

Event description:
It was reported while using bd safe-clip¿ it was not clipping. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: a call is received from the patient's caregiver who stated that the needle cutter does not work, because the needle enters forcibly. Therefore, retraining is scheduled in order to show damage to the mentioned device.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safe-clip¿ it was not clipping. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: a call is received from the patient's caregiver who stated that the needle cutter does not work, because the needle enters forcibly. Therefore, retraining is scheduled in order to show damage to the mentioned device.